Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 452 mg/dl at the time of incident and the current blood glucose level was 308 mg/dl. The customer was assisted with troubleshooting and declined. The customer was mentioned he had high blood glucose earlier today but have treated it with bolus. It was unknown if customer used auto mode feature at the time of event. The insulin pump will be returned for analysis.